Event description:
It was reported to technical services that this patient has a hematoma and the pocket will be revised. Working with dr. (B)(6) from (B)(6) clinic in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).